Event description:
It was reported, "hip stem was revised due to loosening. An exeter stem was implanted in its place. The primary hip replacement operation was performed on (B) (6) 2009."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.